Event description:
It was reported that per preventive maintenance of arctic sun device there was broken patient connector on the isolation circuit card. Per sample evolution results on 14mar2025, chiller pump stopped working during calibration.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance of arctic sun device there was broken patient connector on the isolation circuit card. Per sample evolution results on 14mar2025, chiller pump stopped working during calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. During evaluation, it was confirmed that the chiller pump stopped working. Chiller pump was replaced under warranty. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.